Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in dec2022.

Event description:
It was reported that the superion indirect decompression (ID) spacer did not provide pain relief. The patient underwent a procedure wherein the ID spacer was removed from lumbar spine 3-4. Physical analysis of the ID spacer was not performed as it was retained by the facility. The did well postoperatively.